Event description:
Urinary catheter balloon deflated prior to removal by physician. Removal noted to be difficult, despite complete deflation of the balloon. Upon removal, it was noted that a small ridge had formed at the base of the balloon. No harm to patient.